Event description:
Reporter indicated that vns pt presented to neurosurgeon's office with part of their lead showing through the skin. It was reported that the site appeared to be infected and that the pt was scheduled for explant that same day. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.